Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pacing lead impedance measurement of greater than 2,000 ohms. It was also reported that right ventricular (rv) signals were detected on the atrial channel. X-ray confirmed no dislodgment took place. Additional information indicated that the patient is not pacemaker dependent and there was no report of any clinical observation that resulted in greater than 2 seconds of asystole. The crt-d was reprogrammed to vvir mode and the atrial lead was deactivated. The system remains in service. No adverse patient effects were reported.